Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the first inflation. The lesion being treated was a 90% stenotic lesion in a left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.